Event description:
It was reported a patient ((B)(6)) with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) experienced a fluid leak during ccpd therapy on (B)(6) 2021. Follow-up with the patient's pd registered nurse (pdrn) confirmed (per company policy) the patient was sent to the emergency room (ER) on (B)(6) 2021 specifically to receive a prophylactic dose of intraperitoneal (ip) antibiotic (vancomycin) and the removal/replacement of the patient's pd catheter (not a fresenius product) 'transfer set' (initially reported the pd catheter itself was replaced). The pdrn reported the transfer set was replaced per company policy, as a precaution against a pneumoperitoneum. The pdrn reported there was no radiological evidence to support a pneumoperitoneum occurred. The patient was not admitted to the hospital and is continuing to complete ccpd using the replacement liberty select cycler without issue. In addition, the nephrologist prescribed prophylactic oral ciprofloxacin 500 mg twice daily for 7 days, as per the outpatient dialysis clinic's policy. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).